Event description:
Related manufacturer reference number: 3006705815-2022-00580. It was reported the patient experienced pain at ipg site and ineffective therapy. Diagnostics discovered the ipg and lead were severly twisted due to twiddler's syndrome. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00580. It was reported the patient experienced pain at ipg site and ineffective therapy. Diagnostics discovered the ipg and lead were severly twisted due to twiddler's syndrome. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.